Manufacturer narrative:
H.6. Investigation summary: this complaint is for misidentification of escherichia coli as enterobacter cloacae and serratia marcescens as pluralibacter gergoviae and pantoea agglomerans when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 3213335. The customer did not return isolates or panels but provided phoenix generated lab reports and binary files for the investigation. The customer provided phoenix lab reports show a patient isolate identified as e. Coli, e. Cloacae, p. Gergoviae and p. Agglomerans on the complaint batch. To investigate, three retention panels each from complaint batch 3213335 were tested using in house isolate e. Coli enf9924 and s. Marcescens enf19540 on a phoenix m50 machine and evaluated for identification results. In addition, two control panels each from the same material but different batch were tested using in house isolate e. Coli enf9924 and s. Marcescens enf19540 on a phoenix m50 machine and evaluated for identification results. The five panels inoculated with e. Coli enf9924 identified the isolate as e. Coli. Four out of the five panels inoculated with s. Marcescens enf19540 identified the isolate as s. Marcescens. As one of the reps misidentified, additional testing was conducted. One retention panel each of the complaint batch was inoculated with s. Marcescens enf19450 and s. Marcescens enf9978 and placed in a phoenix m50 for identification results. In addition, two control panels of the same material but different batch were inoculated with s. Marcescens enf19450 and s. Marcescens enf9978 and placed in a phoenix m50 for identification results. These six panels identified the isolate as s. Marcescens. As a result of the investigation, this complaint is not confirmed for misidentification. As part of the investigation into the misidentification of serratia marcescens, bd r&d performed a biochemical analysis/comparison between the bd testing lab reports and the customer lab reports as well as a review of customer provided binary files. The substrates fired accurately to get the correct ID during internal complaint testing, and the difference could be due to a number of reasons. Factors such as organism age, amount of time the organism was incubated, storage of the isolate, etc. Could explain why the isolate identified one way for the customer vs a different way during our internal testing. While there has been an observation of a performance failure (mis ID of serratia marcescens) by the customer, bd has not been able to replicate the failure through investigative testing. An overall review of gram-negative performance is on-going and will continue to be investigated. Although we didn't see the issue (mis ID of e. Coli) during complaint investigation testing, we recognized through complaint trending an increase of e. Coli mis ids over the past year. The technical team has identified a potential enhancement that would bolster the instrument¿s ability to interpret the behavior of the organism¿s interaction with the substates on the panel. This enhancement is a software update that requires several months of validation to ensure it does not have a negative impact on other organism ids. Based off the validation timeline, the enhancement would be released with the software update scheduled for summer of 2024. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection.

Event description:
It was reported when using the phoenix nmic/ID-307 a misidentification was reported for three patients. The second patient had a final result of e. Coli. Bacterial culture was used to confirm the result. No health impact or consequence reported. Report 2 of 3.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the phoenix nmic/ID-307 a misidentification was reported for three patients. The second patient had a final result of e. Coli. Bacterial culture was used to confirm the result. No health impact or consequence reported. Report 2 of 3.